Event description:
It was reported that the vns patient passed away in (B)(6) 2013 from a cardiac event due to a significant increase in seizures. The patient underwent generator replacement surgery on (B)(6) 2013. The neurologist did not program the patient¿s settings back to settings prior to replacement because the patient had many other health issues. Attempts for additional relevant information were made, but have been unsuccessful to date.

Event description:
This death information has been reviewed and with the available information has been determined to be possible sudep. The cause of death reported to be cardiac event cause by significant seizures. The relationship to vns is unknown.

Event description:
Patient's mother reported that the patient went back to her neurologist and thought the unit was turned on and operable after vns implant. One month after generator replacement surgery, patient got sick and started using her magnet but it wasn't working. Per mother, patient's seizures were so bad she had 5 heart attacks and was out on life support. The mother also blames vns for the patient's death. Based on available programming history, the device was interrogated about two months after implant and the settings were disabled. This indicates that the device may have never been programmed to provide vns therapy.

Event description:
Patient's caregiver reported via social media that patient passed away less than a month after generator replacement. The device was reported to have not been enabled after surgery and was disabled at the time of death. The caregiver reported that the seizures had caused 5 major heart attacks for the patient. The caregiver acknowledged that the vns therapy did reduce patient's seizures by half but also alleged that the vns therapy took the patient's life.